Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was asymptomatic with no issues to report. Log file analysis completed by the manufacturer¿s technical services representative revealed a low power hazard on (B)(6) 2018 at 3:35:22 that lasted for approximately 23 seconds. It was possible that the power cord on the mobile power unit (mpu) became loose where the ac power cable connects to the mpu. Additional information was requested, but was not provided.